Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in a test ventilator in an attempt to duplicate the reported problem, and no failures were identified.

Event description:
The customer reported the touch screen is super sensitive. Touch screen calibration was performed and the issue continues. In the touch screen diagnostics, the harder the customer presses on the screen, it distorts and moves the cross hairs. End users have complained about the touch screen function. The customer reported patient involvement is unknown and there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen is super sensitive. The customer reported patient involvement is unknown and there was no patient harm.

Manufacturer narrative:
The customer reported the touch screen was replaced to address the reported problem.